Event description:
It was reported that the device was not correlating with the oximetry readings, but still received good optical signals. No pt complications were reported.

Manufacturer narrative:
Device not returned.